Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A laser technician reports intermittent operation of eyetracker system. The eyetracker does not acquire track as fast as the customer would like. During f/u, the laser tech stated there were no outcome issues with pts that had tracking difficulty. The tracker never lost track and that the problem was the difficulty getting the initial track acquired. The time acquiring track with the pt that did not track the first time, was momentary.